Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant dilation was performed with a 18 millimeter (mm) balloon. The physician decided to release the valve while pushing the delivery catheter system (dcs). Angiography showed the valve dislodged and occluded the right and left ostia. The valve was snared into the ascending aorta and a non-medtronic valve was successfully implanted. Per the physician, the cause of the dislodgement was a high position of the valve. No additional adverse patient effects were reported.